Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for sheath mechanical damage. The exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could not have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that a terumo 5fr glidesheath slender introducer was used in a radial artery. While retracting a 7x4 passeo xeo (minimum 5fr) balloon through the sheath, the balloon was fully aspirated. The sheath began to come out from the back end and eventually became completely dislodged. A skinny needle driver was used to retract the entire sheath through the back end. There was no blood loss or injury due to the event, which occurred intra-operatively.

Manufacturer narrative:
. E3: occupation: radiologic technologist the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.